Event description:
It was reported to medtronic minimed that the customer received a low battery alert, replace battery alert, and received an open book image. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for a critical pump error, and the customer found damage to the pump. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the pump functionality was affected. Troubleshooting was performed for replace battery alert/replace battery now alarm after receiving a low battery warning. Alarm occurred less than 8 hrs after low battery warning. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or verify unexpected battery power loss and battery last less than expected complaints due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the history and trace files reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log reveals there were multiple consecutive critical error handling pump error 53 (linenumber 65535 filenumber 65535) alarms which triggered the critical pump error (open book image) alarm due to a broken force sensor. Broken force sensor alarms generate 3 errors per the first occurrence and the pump is not usable to the user. This is hw issue with the force sensor. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, missing display window cover, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Critical pump error (open book image) and pump error 53 (broken force sensor) alarms are confirmed due to moisture damage on the hardware. Unexpected battery power loss and battery last less than expected complaints are unknown due to the critical pump error (open book image) alarm. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.